Event description:
It was discovered during baxter's functionality testing that a spectrum pump did not detect a downstream occlusion. There was no patient involvement, as the error was found during testing.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. The eval found the device to fail downstream occlusion detection testing on the high pressure setting. This was determined to be cause by the lower door hook being out of adjustment. The device was reworked to correct the issue.